Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent a right ventricular outflow tract (rvot) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered a cardiac tamponade requiring drainage. On post-procedure day 0, sometime post procedure, a pericardial effusion was detected. Drainage was performed and yielded an unspecified volume of fluid. There is no information regarding extended hospitalization. Patient has fully recovered with no residual effects. There were no patient factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. There were no issues or errors reported on any bwi products or equipment during the procedure. Although unconfirmed, it is believed that a transseptal puncture was performed. There is no information regarding the transseptal needle, sheath, generator parameters, generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. There is no information regarding spi value, catheter proximity, or catheter zeroing. There were no issues or errors reported on any bwi products or equipment during the procedure.